Event description:
The patient reported via the company representative (rep) that the implantable neurostimulator (ins) malfunctioned. The ins decreases/fades out stimulation after approximately 1.5hrs, and during additional 15 minutes it completely stops. When the patient turned the ins off and immediately turned it on again, the patient felt 100%stimulation. Defective/incomplete stimulation and pain therapy was noted. Several troubleshooting sessions have been performed with the ins during the last three months. Actions taken to resolve this issue was changing parameters and advanced troubleshooting. The issue was not resolved at the time of this report. Surgical intervention has not occurred, but was scheduled for (B)(6) 2016. The rep additionally reported that in the parameter trend often amplitude changes occurred right after a group change. The patient was aware that whenever he makes a group change, the new group can contain an entirely new set of parameters. The patient made many ¿set o¿ changes which implies the patient was frequently executing a ¿return to clinician settings¿ (rtcs) command with his patient programmer (pp). The patient was aware that whenever he does an rtcs, the stim parameters will instantly be set back to clinician defaults. The stimulation turns off even if the patient is in deep sleep without the pp, so it was not possible that he pushes the sync/off button without cause. It was noted that the patient was full compliance with the spinal cord stimulation (scs) system and how it works. The patient referred to the first 1.5 years with extremely good effect. The patient has full access to all adjustments in the pp; includes amp, pw, and hz in all different groups and program. The patient uses the scs system almost 24/7 and has done it for more than 2 years. The rep strongly thought it was end of service (eos) soon and was going to suggest to replace it with a rechargeable ins. It was further reported that there were 344 entries in the parameter trend diagnostic between the prior clinician programmer session on (B)(6) and the clinician programmer session on (B)(6) when the mdt file was captured. It¿s impossible to know which caused this (patient using pp or the spontaneous amplitude changes) without clarification from the patient. The battery was at 3.025v and the patient actually only has stimulation turned on 41.9% of the time. At this rate, the battery would probably last several more years. The rep was going to meet with the patient during the week of (B)(6) and look at the device. The rep was going to close all option with pw and hz. The rep was going to ask the patient to record how the device works during one week. If it still is an issue, the rep will reset the ins. The rep later summarized the meeting with the patient: 1. First we turned off all ¿open¿ settings with pw <(>&<)> hz 2. Then we also turned off ¿target mystim¿ 3. And finally we gave the patient one more group of d with a and c 4. After that we sent the patient home for testing the system and see if the ins continues to go down in amp. One week later the patient reported the same story: when he turn the ins on, it continued with full effect approximately 1-1½ hrs and then it starts to ¿fade out¿, even if the ins says in the mystim screen it is giving 100% he felt nothing. If he turn it off and just seconds later turn it on again it starts with full effect again. The printout stated the ins has approximately 40% life time left. This ins has been used extremely much and during over 2 years. Note that 4 of the 5 groups in the mdt file have default pulse widths that are the smallest possible (60 usec), with the remaining group having a pulse width of only 90 (still very small). The 5 groups also have fairly small default amplitudes (0.0v, 1.6v, 1.6v, 2.0v, 0.0v), and fairly slow default pulse rates (40 hz).

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.